Event description:
The surgeon stated the device was not sealing during a total abdominal hysterectomy. The surgeon reported that end tones, indicating a completed seal cycle, were provided by the generator. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.